Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that a particle that looks like a wood splinter on the plunger. Bd determined that the identification of the material is most likely derivative of polytetrafluroethylene (ptfe). A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd syringe 20ml ll tip conv pak had foreign matter. It was reported by customer that there is a wood splinter in the silicone on the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. There is a wood splinter in the silicone on the plunger. Item ref# (B)(4), lot number: 4120274, expiration: 2029-04-30.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.